Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic appendicectomy. Event description: dr [] was performing a laparoscopic appendicectomy on (B)(6) 2018 at [hospital] he used a ctf33, kii fios z-thread trocar. During the procedure they inserted a bag into to retrieve the specimen and the whole black internal seal came away from the trocar into the patients abdomen. The bag is not a new peice of equipment as is used regularly in the hospital. This resulted in a loss of pneumoperitoneum, the trocar had to be removed along with the seal that had come away and replaced with a new trocar to continue the operation. The patient is unharmed. Type of intervention: removal of trocar and seal. Patient status: no patient injury or illness occur associated with the complaint event. Patient unharmed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a rubber fragment. The shield, a clear plastic internal component of the seal, was not returned for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment completed the missing portion on the septum, a rubber component of the seal. The duckbill, a rubber component of the seal was also damaged. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.